Event description:
It was reported that a patient had their mobile power unit (mpu) stop working. The patient originally called about it back on (B)(6) 2024, saying the yellow wrench would turn on for a second and then shut off when plugged into the wall. It didn't make any noise either. The patient was vacationing at the time and preferred to try it again when they got home rather than replace it right away. After not hearing from the patient, the site assumed it worked again back at their home, but they were contacted by the patient again on (B)(6) 2025 saying that they could not get it to work. A replacement was sent to the patient since it had been over a year from the last issued one. The site wanted to send this mpu for analysis, as the problem was able to be reproduced in their office.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of mobile power unit stopped working was confirmed with the returned mobile power unit (serial # (B)(6). The reported issue was reproduced when connected to the outlet. The issue was isolated to the power supply board assembly. Electrical measurement revealed a component was suspected to have become compromised resulting in the power supply board assembly to not supplying power. A root cause that led to the suspected compromised component issue could not be determined through the analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm . 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. No further information was provided. The manufacturer is closing the file on this event.